Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port has physical damage and the center pin is missing during bench . The device was no in use, therefore no patient or user harmed.